Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil detachment handle (handle). During the procedure, the physician was unable to detach a penumbra smart coil (smart coil) using the handle and therefore, the coil was manually detached. There was no report of an adverse effect to the patient.